Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/9/16, 8/24/16 medical records received. After reviewing the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Litigation alleges pain, high metal ion levels and difficulty ambulating. Update rec'd 10/23/2013 - pfs and medical records received. Part/lot was provided. The correct dor was also provided. There is no new additional information that would affect the existing MDR decision. Records are available for further review. The complaint was updated on: 11/19/2013. Update 06/29/2016, 07/06/2016, 07/11/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the primary surgical notes report a tiny nondisplaced crack in the medial femoral neck during broaching. The medical records report popping/sticking sensation and pain, pseudomass, and adverse reaction to metal debris. Updating head/liner and adding the stem and unknown broach. The complaint was updated on: 07/14/2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.